Event description:
It was reported that the patient had no stimulation sensation, and impedance measurements on electrode 7 showed over 4,000 ohms. The patient needed electrode 7 to control his left knee and down pain, which was severe. The patient underwent a surgical intervention, and the hcp tried wiping and re-connecting the extension without improvement. The lead was hooked up to a multi-lead trialing cable and an open circuit on the lead was confirmed. The lead and extensions were replaced, however when the system was hooked up impedance measurements on the 0 electrode showed over 4,000 ohms. The connection was reconnected and wiped down multiple times with no resolution. The voltage was increased from 1.5v to 3.0v with no resolution. It was noted that the lead site had been irrigated with antibiotic solution and water. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3998, lot# la9079, implanted: 2002 (B)(6), explanted: 2012 (B)(6); extension model 7495lz51, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6); extension model 7495lz51, serial# (B)(4), implanted: 2002 (B)(6), explanted: 2012 (B)(6); programmer model 7435, serial# (B)(4); lead model 3998, lot# v452560, implanted: 2012 (B)(6), explanted: na; extension model 748951, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; extension model 748951, serial# (B)(4), implanted: 2012 (B)(6), explanted: na.